Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient and would then not power back on. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem of the ventilator not powering on. The service technician replaced the motor controller and power management pcb boards and battery to address the finding. Final applicable testing was completed and tests passed per operating specifications.